Manufacturer narrative:
The following patient information was asked by the fsa, but was not available: - initials, weight, age, date of birth, pre-existing condition and medications a1 - patient identifier (in confidence) - internally generated number. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The primary reported failure mode concerning stent graft dislodgement could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent treatment for constriction in the superior vena cava (svc) where gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices) were used in the svc and, left and right brachiocephalic veins. It was reported, the physician deployed a vbx device in the svc, and post-dilated the stent up to 16 mm. Reportedly, the next phase of the procedure was double-barrel stenting of the innominate base using vbx devices. The physician accessed the patient using a 8f introducer sheath (brand unknown) over an .035" guidewire (brand unknown). Femoral access was used for the right brachiocephalic vein, and access on the left-side was from the arm. It was reported, during advancement of the 11 mm x 79 mm vbx device (lsn 25162005) to the left brachiocephalic vein via arm access, the endoprosthesis dislodged from the delivery system and landed in the left subclavian vein. It was reported the delivery system was advancing fine through the sheath, and there was no resistance felt. When the delivery system reached the target treatment site, it was noticed that the endoprosthesis was no longer mounted on the catheter. It is unknown why the endoprosthesis became dislodged. It was reported, the physician attempted to recapture the device without success. The decision was made to leave it inside the patient. The physician was able to get a wire and sheath past the dislodged vbx device. Two additional vbx devices were implanted to cover the dislodged endoprosthesis. It was reported the devices did not completely cover the dislodged device. It is unknown if there was any unintentional branch coverage. It is possible the left internal jugular may have some coverage, although it appeared there was blood flow at the end of the procedure. The patient tolerated the procedure, and was sent to recovery.